Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 10:00 after receiving inconsistent blood glucose test from his prodigy diabetes meter. The end user stated that he passed out in his car and when he woke up he was in the hospital. He also performed a blood glucose test earlier in the morning before he sought medical attention and the result was 191 mg/dl. The end user was not able to recall any details of the medical event as it relates to any treatment administered, how he was transported to the ER and any blood glucose readings. After several hours in the ER he was discharged and instructed to follow-up with his pcp. No additional details were provided.